Manufacturer narrative:
The company was informed that the surgery to treat the infection and reposition the device occurred on (B)(6), 2015.

Manufacturer narrative:
On (B)(6) 2015 the recipient reportedly had revision surgery due to severe pain. The recipient was prescribed cefuroxime for two weeks and clout for five days. On (B)(6) 2015, the recipient had a second revision surgery due to an infection. During surgery it was discovered that the recipient had a small hematoma. The recipient was prescribed rocephin for two weeks and clout for five days. The recipient was recommended to discontinue use of the device for two weeks. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient's infection has been resolved.

Event description:
The recipient reportedly experienced an infection. The recipient was treated with antibiotics, but the infection did not resolve. The recipient underwent revision surgery to treat the infection and the recipient's internal device was repositioned.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.